Manufacturer narrative:
The hemosphere monitor will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The serial number for this incident is unknown but the customer stated it was either of these two serial numbers (B)(4) or (B)(4). A supplemental report will be sent with the results of the device history record review for both serial numbers. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this hemosphere monitor, the cco value showed up and down in a regular motion. The customer thought that the patient's condition did not lead to this symptom. It is considered that the monitor caused this symptom, not the disposable devices. There was no patient injury reported. The product is not available for return and the data logs could not be obtained. Additionally, sometimes the measured value was not transmitted to philips orsys. Since no other problem was observed with philips patient monitor and the orsys, it is assumed that the hem1 monitor caused the data transmission issue.

Manufacturer narrative:
The exact serial number was unknown, but the customer stated it was either: (B)(6) or (B)(6). A device history record review was completed and documented that both the devices met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Serial number: (B)(6) dom:(B)(6) 2020; doe: (B)(6) 2025. Serial number: (B)(6) dom:(B)(6) 2020; doe: (B)(6) 2025. The hemosphere monitor report number: 2015691-2022-03369. The swan ganz module report number: 2015691-2022-03370 the 70cc2 cable report number: 2015691-2022-03371

Manufacturer narrative:
Additional information was received that an engineer for philips visited the site and the main board of philips intellibridge ec10 patient monitor module was replaced. It was confirmed through the medical engineer that both the data transmission issue and fluctuation in cco values were solved by replacing the main board of philips intellibridge ec10. The customer confirmed these issues were related to the philips intellibridge ec10 and not an edwards device; therefore, this complaint is no longer considered as reportable.